Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the station was not booting up and stuck on blue screen. The customer stated that the malfunction occurred when user trying to issue medication to patient, but the user was able to pull medication from another station and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not booting up and stuck on blue screen. A field service engineer (fse) attempted to re-image the hard drive but was unsuccessful. The fse then tried installing a new hard drive and imaging it, but the same error message reappeared. The fse also cleaned the all in one and the docking station. Then, the fse replaced all in one and finished re-imaging hard drive to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the station was not booting up and stuck on blue screen. The customer stated that the malfunction occurred when user trying to issue medication to patient, but the user was able to pull medication from another station and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.